Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was visually inspected, and functional testing was performed. The device did not meet the standard specifications and functions. Based on the results of the investigations, the event, ¿foreign matter came out of the nozzle¿, was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material since it was unknown if the reprocessing steps were implemented in line with the instructions for use (IFU). It was confirmed that the section of the device with the foreign material residue had no deformation. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): the instruction manual operation manual ¿gif/cf/pcf-290 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1:(B)(6) hospital. The subject device was returned to an olympus repair center for evaluation. The device evaluation found: the zoom does not work smoothly due to damage on zoom (control body unit:ccd), nozzle had foreign objects due to insufficient cleaning (handling problems), due to wear of angle wire, bending angle in up direction and up/down knob did not meet the standard value, the adhesive on the bending section cover (a-rubber) had a chip due to damage caused by physical stress, the adhesive on bending section cover (a-rubber) had white-clouded area, due to clogging of nozzle, water removal ability did not meet the standard value, the objective lens was cracked due to a shock caused by dropping and knocking the endoscope to a hard surface/object, the plastic distal end cover (c-cover) had a dent, a crack of resin part due to impact such as dropping, the connecting tube had a scratch, the part of the insertion tube was caught and pinched-the insertion tube became deformed and due to a scratch on objective lens, the image had dark area partially. Due to the nature of the reportable event (foreign material found in the nozzle), follow up regarding the cleaning sterilization and disinfection (cds) processes performed at the user facility was requested. Customer provided the following information: device was cleaned, sanitized and disinfected prior to sending the device for repair. Facility was not aware what the foreign material was. The time lag between the end of clinical use and the start of pre-washing noted no delay, properly implemented. Pre-cleaning: flushed the air/water nozzle with water and air. Flushed air/water nozzle with detergent solution. Brushed points for air/water channel performed with clean lint ¿free cloths, brushes, sponges- facility noted that there were no abnormalities on the accessories used for reprocessing. Facility did not note any comments or concerns regarding reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
It was observed that during the device evaluation, the evis lucera elite colonovideoscope exhibited foreign objects on the nozzle. There were no reports of patient involvement.